Event description:
The customer stated that the architect analyzer generated erratic ca19-9 results between dilution and non-dilution on one patient sample. The results provided were: non-dilution = 251 / x10 dilution = 110 u/ml. There was no reported impact to patient management. There was no additional patient information provided.

Manufacturer narrative:
Further evaluation of the customer issue included a review of the complaint text, a review for similar complaints, accuracy testing, and a review of labeling. The customer reported a falsely elevated ca19-9 patient result. A review of complaints did not identify an increase in falsely elevated results for lot 32070m500. Accuracy testing was completed using retained kits of reagent lot 32070m500 and all acceptance criteria were met, indicating acceptable product performance. A review of labeling was performed and there is adequate discussion regarding falsely elevated results and interferents in the patient samples. A deficiency was not identified as panel testing shows that lot 32070m500 is performing per specification. Additionally, there is not enough information to reasonably suggest a malfunction occurred. No additional issues were identified; no further action is required at this time. Correction to suspect medical device catalog # from 02k91-25 to the correct 02k91-35.

Manufacturer narrative:
(B)(4). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.